Event description:
It was reported that the right ventricular lead had high threshold and some oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and some oversensing. The lead was replaced. No patient complications have been reported as a result of this event.